Event description:
It was reported that the pacemaker-dependent patient presented in the operation room for a replacement procedure of the pulse generator. During the procedure, the right ventricular lead exhibited fracture noise that caused inhibition. The reported lead was capped and replaced. The patient was stable before, during and after the procedure.